Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : (B)(6) 2016. One used ls1500 was received for evaluation. Visual inspection found no defects. The customer reported that the jaws did not open during the procedure. The reported condition was not confirmed. The handle was latched and unlatched without difficulty. The jaws opened and closed properly when grasping simulated tissue and making a cut. The knife blade moved along the blade slot smoothly and returned to home position normally. The instructions for use instruct the user to open the jaws by pushing forward on the handle.

Manufacturer narrative:
(B)(4). Date of initial report : 01/14/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws did not open during the procedure. A new device was used to complete the case without any issues.